Event description:
Canfied's ice pack/tmj jaw bra. Catalog no. 93, this product is a non-sterile product but it's packaged in a "peel apart" package. This product is used in the operating room setting and should be packaged in a "tear away" package so as to alert circulator of lack of sterility. The "jaw bra" has been opened onto the sterile field numerous times and contaminated the surgical case.